Event description:
It was reported that the patient's pacemaker site had infection. The patient was brought into the clinic and the infection was treated by the antibiotics. The patient exhibited tenderness and redness. Upon interrogation, it was noted that there was possible cellulitis infection. On (B)(6) 2017, the patient was followed up with the physician again. The device was not explanted and the patient was stable.